Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine pacemaker review, the pacemaker battery longevity estimate was considerably less than what had been estimated at the previous check. Several large drops in battery longevity were observed when a review of battery longevity estimates over the past three years was conducted. No intervention was reported. The patient was stable.